Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim it was reported by the customer that lines running was paused and disconnected. Approximately 80% of 2g of calcium gluconate was delivered over approximately 20 minutes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation under pump complaint (B)(4). From the investigation, functional testing of the returned administration set revealed no leaks or anomalies. Backflow test confirmed that the check valve functioned correctly. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.